Event description:
A healthcare professional reported that lens was defective. Additional information has been requested and received stating that, during implantation, the lens has been damaged when shooting on the table or rather the lens was damaged inside the shooter when the plunger has been turned forward. The plunger in the shooter damaged the lens when it was pushed forward. Procedure completed with a new iol. Symptoms resolved. There was patient contact and the file belongs to left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the lens was damaged inside the shooter/injector when the plunger has been turned forward; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Three photos of labels were reviewed. Photo 1 shows a corrugated box with pr#(B)(4) referenced. Photo 2 shows a label dated 06.02.2024 with a reference ID 101746. Photo 3 is a company lens product label. Reported issue could not be confirmed. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).